Event description:
As reported to coloplast though not verified, patient implanted with coloplast mesh products. Later, patient experienced excruciating pain, laceration of internal bodily tissue and organs, erosion of internal bodily tissue & organs, dyspareunia, dysuria, painful and permanent scarring, inability to walk without extreme pain, permanent bodily impairment and damage, recurrent stress urinary incontinence, related sequelae and other injuries that will require additional corrective surgeries and continuing treatment.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.